Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided), "passed out", had a seizure, and "broke their back". Cause of bg level was not known. Customer's spouse administered a manual injection to address bg and customer went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.